Event description:
Customer complained of burns after using for 15 min and also some skin stripping when patch was removed. Burns localized. Consumer saw dr and is treating with topical ointment. We still have not rec'd requested medical info or dr report.